Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of a pt being harmed as a result of this malfunction. Investigation request sent to the manufacturer on november 08, 2013. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted.

Event description:
Nurse reported leakage around green indicator ports of two (2) fms devices. It is reported that the first kit was placed in pt and when filled with fluid to around 35cc product leaked, therefore the first kit was removed successfully from pt. It is also reported that a second kit insertion was attempted, but received the same results as the first attempt. Lastly, it is reported that at the third kit insertion attempted, nurse received successful results showing no evidence of leakage, and the pt tolerated procedure without any complications.